Event description:
It was reported that the device was sent for repair following non-compliance during preventive maintenance. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after functional testing, downloading and inspecting the event history logs, and testing flow accuracy that passed, the pump was found to have a bubbled downstream occlusion (dso) seal and custom security code. There was also a very high number of "high alarm displayed: downstream occlusion" reports that point to a faulty dso sensor. The manufacturer representative could not replicate the customer's reported issue as no exact problem was reported. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, dso bezel, and dso sensor.